Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing and expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: please clarify what do you mean by "the suture had a light blue suture on it"? Was an extra suture found within the packaging? Yes. A green suture was tied on the suture. It suspected that the green suture was a mark during manufacturing. Or is this a report of foreign matter found within the product? No where was the light blue suture found? (Inside the sterile barrier or outside of the sterile barrier?) Inside. Are there any photos of the product available? No. Is it possible that the light blue suture material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Yes please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) hiromi tokuyama to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, the suture had a light blue suture on it. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. Product code vcp772d which is a control release and requires eight strands per packet. During the visual inspection of the sample, it was noted that one strand contained an interlacement (knot with a blue strand). Additionally, a photo was provided, and with the same condition as the received sample. In the remains of the strands, no anomalies or issues related to knot sutures were observed during the evaluation. Vicryl suture is received from the supplier in spools and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot tread was not detected during the manufacturing process of the suture, therefore that segment was not removed during manufacturing. Based on the information currently available, the knot in the suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.